Event description:
It was reported that during a lap cholecystectomy procedure, surgeon's initial attempt to staple the cystic duct did not work because it was too thick for a clip. The blue reload slipped out of the stapler into the pt. It was retrieved and the stapler was reloaded with a new cartridge to complete the procedure.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.